Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided; the picture shows tissue with staples on it. One staple can be seen not fully formed and bleeding is observed. Based on the photo the event describe is confirmed. Additional information requested and received: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Bleeding control- the physician applied hemostatic clips to control the transacted vessels. Blood loss was minimal upon seeing that the stapler did not close the vessel and hence the clip applied. Amount would be estimated at below 2cc. No transfusions were required. There was no extension to length of stay or readmission related to the incident. Only a increase of operative time about 10 minutes.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the physician was performing a robotic prostatectomy, requested to use pvs35 for ligation and transection of the pedicle bundle outside of prostate. Discussion prior to case with physician and the territory account leader regarding the tissue thickness and question whether staples would form correctly. Encouraged to use psee45a. Physician determined to try smaller profile pvs35 during procedure. First firing on right side showed insufficient stapler length coverage and staples not formed , causing bleeding in mid staple line. Sales rep questioned physician and pa firing stapler as to tissue thickness and difficulty closing. Physician insisted on firing again on left side. Better coverage of staple line, but again staples did not form, resulting in bleeding from transection of pedicle. Physician felt wrong choice in stapler added surgical time and increase in bleeding gave him more to correct during surgery. Malformed staple line, causing bleeding from vessels that were transacted and not closed with appropriate staple formation.